Event description:
It was reported to boston scientific corporation, that during a prostate biopsy procedure, a trupath biopsy needle misfired outside the patient. A second trupath biopsy needle was used and also misfired outside the patient. The case was completed with another trupath biopsy needle. There were no patient complications and the patient condition was reported as "fine". Note: this report is being filed for the first of two devices that misfired. Refer to 3005099803-2008-3718 for the report on the second device.

Manufacturer narrative:
The returned device was found to be functional. However, it was found that the cannula latch and the mating posts from the handle upper shell were ultrasonically welded and deformed during manufacturing. This can cause the device to intermittently not arm correctly. The device history record review confirms that this device met all material, assembly, and performance specifications.